Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the monitoring port connector pin holes are disfigured and spo2 port connector wear and discoloration. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Event description:
The customer contacted philips healthcare to report an ECG cable failures inop. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.